Manufacturer narrative:
(B)(4). Foreign- (B)(6). Concomitant medical products: 00631005836 liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell 63202274, 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 62466429, 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 63651664, 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 63420031, 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length 63135766, 00620205820 shell porous with multi holes 58 mm 63096107, 290039100 clsâ® spotornoâ®, stem, 135â°, uncemented, 10.0, taper 12/14 2324148. Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02656.

Event description:
It was reported that the patient underwent a washout and exchange of femoral head and liner due to infection approximately four (4) months post hip arthroplasty revision procedure. No additional information is available at this time.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The complaint cannot be confirmed as no medical records were provided. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.